Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto CPAP with an allegation of thyroid cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on 08/12/2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged thyroid cancer. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In box d: product brand name was incorrectly captured in previous report, and it was corrected in this report. In box g: report source - other was missed to captured in previous report and it was updated in this report. In box h: device problem code, evaluation method code, evaluation results code and conclusion code grid has been updated. Recall (z) number was updated in this report.